Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The technician was able to successfully flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213): the review of the historical data was performed. Trend analysis (4110/213): the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213): communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, the guidewire was removed and the customer attempted a flush but it was unsuccessful. The iab was removed and inspected, but no defects were identified. It was then re-inserted, but the same issued occurred. The iab was removed again and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: me (medical engineer). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).